Manufacturer narrative:
Reference MFR. Complaint #wt1998-2-12-112. During the inspection of a pc board it was noted the board had a burned area. Failure analysis disclosed the cause of the burn to be foreign material such as feeding solution or water had built up on the board in the area where the power cord is attached to the pc board. This build up, over time, provided a high resistance path across the traces of the pc board and a short circuit developed. There was additional evidence that water or some solution had entered the pump as shown by stain marks on the inside of the case. The operation manual provided info on cleaning and the importance of keeping the units out of water as normal handling.

Event description:
Co's mfg plant svc dept reported, during an initial inspection of the pcb board, it was discovered that some components were burned. Also, there were signs of fluid entry on this board, such as corrosion and rust.